Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.2, -10.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Refractive surprise and low vault was observed. Cause of the event is reported as user error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens of diopter -10.0 into the patient's right eye (od) on (B)(6) 2024. Claim #(B)(4).